Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported multiple minimum fill notifications occurred after the user filled the cartridge with an unknown amount across multiple cartridges. Additionally, the insulin gauge was inaccurate. No impact to the customer's blood glucose. Reportedly, the customer reverted to an alternate pump for insulin therapy.